Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
The abbott customer technical advocate (cta) walked the customer through several troubleshooting steps before resolving the issue. The cause was isolated to a kink in the sample aspiration tubing, which was corrected by reseating the tubing. Based on the current investigation and available information, no product deficiency was identified with the cell-dyn 3700 instrument in relation to the reported event. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The celldyn 3700 system operator's manual, list number 06h89-01, revision f, contains information to address the customer's current issue. Tubing. Abbott customer technical advocate initiated troubleshooting with customer intervention. Serial# corrected to (B)(4).

Manufacturer narrative:
For the follow-up MDR submitted (B)(4) 2011, MFR received date should have been (B)(4) 2011.

Event description:
The customer states that the cell-dyn 3700 sl analyzer began generating hemoglobin/hematocrit mismatches on patient samples. The customer performed troubleshooting and afterwards, all results generated in the closed mode of operation generated results of "0" with sampling errors. Open mode results are not affected. The customer gave the following example of results between this cell-dyn analyzer and another cell-dyn analyze in the lab: rbc: suspect analyzer 1.63, other analyzer 3.37 m/ul. Hemoglobin: suspect analyzer 7.12, other analyzer 9.80 g/dl. Hematocrit: suspect analyzer 14.7, other analyzer 29.9%. In total, the customer found seventeen patient samples with discrepant results. No individual specific testing information is available. No suspect results were reported from the lab. There is no impact to patient management reported.